Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the angulation rubber bonding was leaking, the play of up/down & right/left knob was out of due to wear of angle wire, the light guide lens was chipped, and the adhesive on bending section was detached and had a chip. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, when manually cleaning the evis exera ii colonovideoscope the brush was met with slight resistance and would not pass through the suction valve at 45 degrees and `got caught' around where the biopsy valve meets the suction valve. A pull thru brush was used. A small fragment that appeared to look like black plastic was flushed from the scope approximately the size of a pin head. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material exiting from the channel due to insufficient or incorrect reprocessing scope as reported from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was identified as a "black plastic" that was ejected from the device by the user facility, but could not be further clarified. As no physical damage was found on the detection point of the foreign material, and it was unknown if any deviation from the instructions for use (IFU) occurred, it was not possible to presume a further cause of the suggested phenomenon. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.